Manufacturer narrative:
(B)(4). Date sent 8/27/2024. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photo shows a box with a label of product code cdh29b, lot # 135c03 and expiration date: 2027-09-30. The photo shows a portion of device from anvil area and the washer can be seen cut and a donut on the shaft of the anvil. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent; 3/1/2024. D4: batch # 135c03. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Additional information received: additional information : the surgeon must suture to fix on the non-complete stapling line and the operation has to extend around 10-15 minutes for suturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the circular staple is not complete stapling during anastomosis. The procedure was successfully completed.